Manufacturer narrative:
Correction: device manufacturing date updated to proper value. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Site ortho coordinator, declined to provide patient weight. Return requested. Replacement computer shipped to site 01/17/2017. Medtronic investigation of returned suspect device finds that the computer booted normally to the application screen. The cranial application and exams loaded normally. On 01/19/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's navigation system became unresponsive after it was functioning with an imaging system spin. After imaging system spin was completed successfully, everything locked up and became unresponsive. This issue occurred as the surgeon was going to place his midas using the suretrak. Re-booted ten times, however, could not proceed any further than flash screen. Navigation abandoned with this system, and a second navigation system was brought in to continue the procedure to completion. There was no delay of therapy. There was no impact on patient outcome.